Event description:
It was reported that an intima-ii 24gax0.75in prn slm leaked during use. The following was reported by the initial reporter: "on this morning after the puncture, leakage was found at connection between extension tube and heparin cap at the pediatric emergency".

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes, d.10. Returned to manufacturer on: 4/26/2021. H.6. Investigation: a device history review was conducted for lot number 0357758. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, the sample returned by the facility was subjected to leakage testing. Based on the results of the test our engineers were able to trace the leak to a breach in the wall of the extension tubing near the connection seat. Based on the location of the crack our engineers believe that the root cause for this event is most likely related to the flaring process used to fasten a metallic wedge between the extension tubing and connection seat. After reviewing maintenance logs it was determined that a realignment should be performed; measurements of devices manufactured after the alignment, showed a significant reduction replication of this nonconformance. Leakage test was performed on 2 retained samples and both passed. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that an intima-ii 24gax0.75in prn slm leaked during use. The following was reported by the initial reporter: "on this morning after the puncture, leakage was found at connection between extension tube and heparin cap at the pediatric emergency"